Event description:
It was reported post implant a realize band, the band eroded. "Pt underwent band system removal with repair of gastric defect on (B)(6) 2011. Subsequently, while hospitalized, she developed fever. Due to the moderate gastric defect that was repaired, concern for leak was entertained. She was treated with antibiotic, tpn, and upper gi studies and was stable for discharge on (B)(6) 2011. Cause of fever unknown."

Manufacturer narrative:
(B)(4): upon review of the information provided, it has been determined that this report is a duplicate of medwatch report # 3005992282-2011-00125 submitted on (B)(4), 2011.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information was not provided by contact. Information anticipated, but unavailable at this time.